Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the lead was placed in the patient¿s thoracic for shoulder pain and the patient felt stimulation in their knee at the time of the report. Impedances were within normal limits, the battery reading was ok and the longevity showed 37 months. The rep then noted that the patient turned off the therapy nightly for sleep and they tried reprogramming the device but the stim was only felt in the knee. There were no reports of trauma/falls that could be related to this issue. In conclusion, the rep stated that they would talk with the healthcare professional (hcp) and determine the next steps. There were no further complications reported or anticipated. Additional information was received from the manufacturer representative 2018-04-24. It was reported an xray was taken and lead looks good per healthcare provider. The plan is to replace battery and go from there. Weight asked but refused. Battery replacement planned but date has not been scheduled. Will follow up after battery replaced. The patient knee stimulation was not determined. No further complications were reported.